Manufacturer narrative:
Please note this is a duplicate of (B)(4) previously reported on emdr MFR. Report #:(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the defibrillator had therapy and defibrillation-related error messages. There was reportedly no patient involvement.